Event description:
Sorin group (B)(4) received a report that the s3 roller pump stopped and displayed an error message during priming. A replacement pump was used for the procedure. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 roller pump stopped and displayed an error message during priming. A replacement pump was used for the procedure. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.